Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the display screen was dim and discolored. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/07/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 02/17/2017 with the following findings: this complaint is not being reported because animas does not manufacture the device. The complaint will be forwarded to the appropriate medical device manufacturer. Unrelated to the original complaint, the battery compartment and the pump case was noted to be cracked.

Manufacturer narrative:
Follow up #2 submitted: 03/09/2017. Please disregard the investigation narrative in follow up #1. The corrected investigation narrative is as follows: device evaluation: the device has been returned and evaluated by product analysis on 02/17/2017 with the following findings: on investigation, the pump powered on and the display became illuminated per normal operation. The display screen was examined and confirmed to be dim/faded and discolored. Unrelated to the original complaint, the battery compartment and the pump case were noted to be cracked.